Event description:
In 2008, the physician implanted a helex septal occluder to close an asd (artrial septal defect) in a pt with a history of seizures. After device placement, there was no shunt or unequal deployment. While staying in the hosp overnight, the pt had four seizures. When the device was evaluated in the morning (2008), a left to right shunt was noted; and part of the left disc was on the right side of the septum. The physician decided to attempt to remove the device with a snare, but while trying to capture it, the device embolized to the left main pulmonary artery. The pt was taken to surgery to close the defect and recover the device. The pt was doing well following the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusions: malposition of implant.